Manufacturer narrative:
UDI and manufacture date not available for this instrument at time of filing. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced in the system.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that after registering, the site was unable to proceed into navigation. The site was receiving 5.8 - 5.9 registration metric values. Surgery was completed with another device and aborted navigation along with imaging. There was a 30 min delay and no impact to patient outcome.